Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while attempting to remove two matrix screws at the lower end of the construction, the locking caps could not be opened. Two different screwdrivers with t-handles were used and were damaged. One screwdriver was damaged at the top of the shaft and the other where the handle connects to the shaft. The screws were eventually removed after cutting the rod with a drill. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Add'l pro codes: mnh, mni, kwo, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4)